Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were using their last available arctic sun device. Tried 2 other devices and devices would only primed and stopped. Swapped out pads before calling and still having the same issue. 4 pads connected. Patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c. Walked through stop therapy, disconnect and drain pads. Placed device in manual control at 10c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.9c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 10.2c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 6517.7 and pump hours were 5880.3. Added back pads while in manual control and water flow rate (wfr) was stabilized at 2.3 l/m. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 2.8 l/m. Encouraged to call back with any other concerns.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. A review of the risk document, dfmea ra2800010, revision 25, was performed for this investigation. The reported event is addressed in step # ra101. Based on this review the risk is within the expected range. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. The instructions-for-use under (B)(4) rev. 2, (B)(4) rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were using their last available arctic sun device. Tried 2 other devices and devices would only primed and stopped. Swapped out pads before calling and still having the same issue. 4 pads connected. Patient temperature (pt) was 39.1c, targeted temperature (tt) was 37c. Walked through stop therapy, disconnect and drain pads. Placed device in manual control at 10c with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 9.9c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 10.2c, chiller temperature (t4) was 4.8c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 63 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 4, system hours were 6517.7 and pump hours were 5880.3. Added back pads while in manual control and water flow rate (wfr) was stabilized at 2.3 l/m. Disabled manual control and restarted therapy. Water flow rate (wfr) was stabilized at 2.8 l/m. Encouraged to call back with any other concerns.